Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician screwed down the set screw without the lead in the port, but was unable to unscrew the set screw. It was noted that the set screw was locked. The device was not used and replaced. No patient complications have been reported as a result of this event.